Manufacturer narrative:
Evaluation results: related to operational context (no damage observed on device prior to the commencement of the procedure therefore it appears most likely that the damage occurred during the procedure). Deformation problem. Evaluation conclusions: related to operational context (no damage observed on device prior to the commencement of the procedure therefore it appears most likely that the damage occurred during the procedure. (B)(4).

Event description:
During the procedure the physician implanted a 2.5 x 12 mm resolute integrity drug-eluting stent in the distal lad. Lesion pre-dilation had been performed. The stent delivery system was removed from the patient. A 3.0 x 38 mm resolute integrity drug-eluting stent was implanted in the mid lad and a non-medtronic stent was implanted in the proximal lad. Target lesion was slightly calcified with 90% stenosis. A collateral vessel was then dilated using non-medtronic balloons. The physician then intended to use the balloon of the 2.5 x 12 mm resolute integrity device for a kissing balloon technique, however the device was stuck in the guide catheter and had to be removed from the patient. Resistance was reported to have been encountered with mating device during delivery in the attempt to perform the kissing balloon technique. No abnormalities were noted during preparation and device inspection before the procedure. The physician commented that ¿the collateral vessel was dilated first in this case and the stent balloon was delivered while the balloon was kept to be left at the target lesion, which would be the cause of this event case¿. There was no adverse event to the patient. Evaluation summary: the balloon was previously inflated and balloon material was bunched. The distal tip was deformed. The catheter was damaged immediately proximal to the guide wire entry port. The inner lumen was bunched under the balloon.